Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high pacing impedance, resulting in the inability to perform threshold measurement. The high impedance issue persisted despite multiple repositioning attempts. The lead was not used and replaced during the procedure. There were no patient consequences.